Event description:
The loaner hand piece was returned to the MFR, and during the eval it was found that the blade mount is chipped. There was no pt involvement during the investigation. This did not occur during a surgical procedure. There were no adverse consequences as a result of this event.

Manufacturer narrative:
The hand piece was received at the MFR for service. During the eval it was found that the blade mount is chipped. Based on the investigation details, this can occur if non-MFR blades are used with the hand piece. This failure could render the hand piece useless due to a loose fitting blade. If the hand piece was operated in this failed condition, it may be possible that the blade would not cut properly due to this chip.